Manufacturer narrative:
(B)(4). Method: film. Results: stent graft migration, endoleak. Disease progression. Conclusion: stent graft migration, endoleak. Disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm which extended down to the iliac bifurcation. It was reported that a recent cta showed the bifurcated stent graft had migrated and is currently 3.5 cm below the renal arteries. The aortic neck currently measures 1.8 cm in length, 25.6 mm in diameter proximally, 22 mm in the middle and 29 mm just above the aneurysm sac with moderate angulation. The stent graft migration was successfully repaired with an endurant 32 x 70 aortic cuff. No additional clinical sequelae were reported and the patient is fine. Review of returned films 13 years post-implant showed that the bifurcated stent graft is currently positioned in the distal end of the proximal neck; approximately 3cm below the renals. The neck diameter just below the renals is approximately 26mm, and the neck is angulated 40 degrees to the bifurcate aortic body. There is a proximal type I endoleak. The maximum aneurysm diameter is 7.5cm. No stent graft kinks are seen and both limbs are patent. There is good distal sealing bilaterally. Earlier follow-up imaging was not provided, and the initial stent graft in-vivo configuration and aneurysm morphology is unknown. It appears that the likely cause of the migration was due to disease progression.